Event description:
The type of procedure is unk. Reportedly, the staples did not form properly. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.